Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: (B)(6). (B)(4). Placeholder.

Event description:
A follow up report stated that the device related issue was from misalignment. The procedure was delayed by 5 minutes and completed successfully.

Event description:
It was reported that the surgeon was having a problem during insertion of the most proximal screw in a nail implant. He stated that the drill bit was hitting the nail when drilling through the aiming arm. After inserting a 240mm hindfoot arthrodesis nail into a patient, the doctor inserted two calcaneal screws and the talus screw through the aiming arm without issue. He then inserted the appropriate sleeve to drill for the most proximal screw and began to drill. After drilling through the near cortex, the drill bit contacted the nail instead of going through the screw hole in the nail. The drill bit would not fall into the nail hole. After the drill bit hit the nail, the surgeon checked to ensure that all attachments were tight and that it was not the reason for the misalignment. The surgeon then attempted to drill again with the same result. The doctor rotated the aiming arm out of the way and free-hand drilled the hole in order to insert the proximal screw through the nail. There was no adverse effect to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed the device does not show damages and looks brand new. The problem as described in the event description could not be duplicated. All gauges verified the correct bore positions and dimensions. This complaint is deemed invalid from a manufacturing standpoint.